Event description:
Customer reported images too bright. No injury reported.

Manufacturer narrative:
Service representative investigated system. Completed repairs of collimater leafs. Additional information not available. System returned to service.